Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly failed a test step. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's flow sensor needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed a test step. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.